Event description:
After administering a ppd test using a monoject tb safety syringe, an attempt to engage the safety guard for the needle failed. The guard did not lock in place, thereby exposing the needle with high risk for potential needle stick injury. No injury was sustained by employee with this incident.